Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Difficulty removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Poor balloon refold was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a non-tortuous, mildly calcified, proximal, intermediate artery stenting procedure, without pre-dilatation, a xience xpedition stent was implanted successfully and the xience xpedition balloon was deflated. The xience xpedition balloon was under negative pressure for 10-15 seconds prior to the removal and with retraction the sds was held in tension. There was resistance felt with the removal of the xience xpedition balloon from the xience xpedition implanted stent. The xience xpedition stent delivery system (sds) was removed and the xience xpedition balloon looked not properly refolded and flat in appearance. The xience xpedition stent was fully apposed to the vessel wall upon removal of the sds. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.